Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer was treated for the low blood glucose wit peppermint and 16 grams of sugar. The customer stated needed assistance to upload my pump to carelink. The customer declined low blood glucose troubleshooting as he states he is low because his basal rates need to be adjusted and different medication and need to be adjusted and that is why need to get data in. The product was not returned for analysis.